Manufacturer narrative:
The main component of the system. Other relevant device(s) are: etlw1613c82ej, sn (B)(4), expiration date: 2017-06-24, (B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 40 mm diameter abdominal aortic aneurysm. There was calcification at the site of the aneurysm. It was reported that the following day the patient had leg pain. The calcification in the aneurysm may have prevented the limb from being patent. The physician suspected there was limb occlusion and a CT was performed. Occlusion was observed in the right limb and in part of the stent graft bifurcate for which a fem-fem bypass was performed. There was no occlusion in the other limb but the physician decided to implant another manufacturer's 10 mm x 57 mm stent and the occlusion was successfully resolved. The physician stated the cause of the event was anatomy related (calcification). No additional clinical sequelae were reported and the patient is fine.